Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer is able to resume insulin therapy and continue to use the pump.